Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.0 device for mechanical circulatory support. While on support, there was active internal bleeding over the coronary artery bypass graft operative site. Blood products were transfused to top up hemoglobin (hb) level. Suction alarm due to hypovolemia. Latest hb level was 4.7. Re-operation afterwards. The next day exploratory sternotomy was done and clots were found in mediastinum. Hemostasis achieved. Intra-op blood products were further given.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.